Event description:
Asku

Manufacturer narrative:
Asku

Event description:
It was reported that during the implant attempt the lead helix would not extend after multiple attempts to position the lead. The lead was not used, and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that there was blood in/on the helix mechanism and the lead was damaged at implant. The analyst also noted that the lead was returned with the helix fully extended. The helix can not retract due to distal conductor distortion within the connector.